Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing coming apart could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model cm42500e-07 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd infusion gravity set experienced component separation. The following information was provided by the initial reporter: I¿m still having is in regards to the IV tubing¿I received the letter from bd as it stated it was leaning towards operator error. I do disagree with this as I witnessed several of the staff members tightening the tubing when it came out of the packages and despite the initial tightening it still came apart. Additionally¿the shortages with the tubing has been a struggle with the team. Anesthesia has expressed safety concerns for the replacement. The tubing we are getting for the patients in the asu has the stop cocks that allow back flow. I feel strongly that this is a safety issue. When one drug is pushed it will flow into the nect syringe. Also, when a syringe is left on the stop clock fluid will fill the syringe and mix with the medications.